Manufacturer narrative:
Correction: corrected d6a date of implant from (B)(6) 2013 to (B)(6) 2009.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024 wherein all the three leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: d10 - concomitant medical products and therapy dates: corrected scs ipg implant date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing ineffective therapy due to lead migration and high impedances. As a result, surgical intervention may take place at a later date to address the issue.